Event description:
Patient was noted to have increase rv lead impendence concerning for lead fracture. Due to a previous abandoned lead, the decision was made to extract her lead and implant a new one.